Manufacturer narrative:
The customer discovered the location of the leak with guidance from customer technical support (cts) over the phone. Per cts suggestion, the customer stated that they would try to replace the probe. Per review of the service history, the customer has not called back in regards to the reported event. (B)(4).

Event description:
The customer reported a leak at the probe of the coulter act diff 2 analyzer. The customer stated that there is bloody fluid on the tube cap after cycling and there was a puddle of bloody fluid accumulating inside the instrument front cover below the closed vial sampling assembly. The customer was performing normal routine operation when the leak was noticed. All quality control results had recovered within the acceptable range. The volume of the leak was about 3 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.